Event description:
This is being filed to report that one clip caused a single leaflet device attachment (slda) of another clip. It was reported that in (B)(6) 2021 a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were successfully implanted reducing mr to 1. The patient returned on a later date with the mr increased to 4. The clips were noted to be attached to both leaflets. A second procedure was performed on (B)(6) 2022. Imaging was challenging with visualization of perpendicularity to the valve being poor. However, coaptation and insertion were able to be verified and a third clip was successfully implanted. A fourth clip was advanced to the mitral valve but interacted with the third clip causing an slda (single leaflet device attachment). The clip detached from the posterior leaflet remaining attached to the anterior leaflet. The fourth clip was not implanted and the clip delivery system (cds) removed. A non-abbott septal occluder was used to stabilize the slda. The procedure concluded with mr remaining 4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported device damaged by another device (causes damage) appears to be related to procedural circumstance. The reported image resolution poor was due to challenging anatomy. There is no indication of a product issue with respect to manufacture, design, or labeling.na